Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead thresholds were observed to have risen to a range that was described as high the week following implant and the patient had experienced chest pain. The lead had caused a perforation resulting in cardiac tamponade and pericardial effusion which required drainage. The lead was repositioned the following day and remains in use. When reconnecting the lead to the cardiac resynchronization therapy defibrillator (crt-d), the atrial setscrew was sideways and the atrial port was noted to be damaged. The crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.